Event description:
A customer reported that they obtained imprecise sequential readings on their precision xtra meter. The customer obtained readings of 1.1 mmol/l and 14.8 mmol/l within a ten minute timeframe. When plotting each of the readings against the average on a parkes error grid, the results fall in the 'c' zones. Results in the 'c' zones are considered clinically significant. There was no report of death, serious injury or mistreatment. The customer's meter and test strips have been requested for investigation.

Manufacturer narrative:
(B)(4). The customer's meter has been requested for investigation. A f/u will be submitted once investigation results are available.